Manufacturer narrative:
Device evaluation: the graphical user interface (gui) printed circuit board (pcb) was returned to medtronic¿s failure analysis laboratory. A visual inspection was performed on the gui pcb and no anomalies were observed. An investigation was performed and the reported issue was duplicated. The root cause of the reported event was isolated to the video graphics array (vga) controller on the gui pcb. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during preventive maintenance of an 840 ventilator, the graphical user interface (gui) was blank; it was inoperable. The unit was not on a patient at the time of the event. The service engineer (se) inspected the device and replaced the gui printed circuit board (pcb) and updated the backlight inverters to correct the issue. The unit passed all testing and operated within the manufacturing specifications.

Event description:
It was reported that during preventive maintenance of an 840 ventilator the screen was faulty. The unit was not on a patient at the time of the event. The covidien service engineer (se) inspected the device and replaced the gui (graphical user interface) board and backlight inverter to correct the issue. The unit passed all testing and operates within the manufacturing specifications.